Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Leaks were identified in both cylinders attributed to input tube wear with avulsion, along with broken fabric threads. The pump was not functionally tested due to contamination. Product analysis therefore concluded fluid loss as the most probable cause of the event, as the fluid loss in the cylinders lead to the reported events. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was not working because there was a fluid leak in the cylinders. All the components were removed and replaced with a new ipp system. The patient had a good outcome with no further complications. Additional information received. Fluid loss was due to a hole.